Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter . Product return status: 2 devices were received for evaluation. Evaluation status: 2 events were not confirmed during testing; the device was found to be within specifications. Product disposition: the devices were repaired and returned to the user facility.   Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking; 2 events had patient involvement; no patient impact.